Event description:
It was reported that during a cryo ablation procedure, the mapping catheter became tangled, forming a knot, preventing it from being retracted into the balloon catheter. During an attempt to forcefully retract the balloon catheter into the sheath, tissue resembling the myocardium was found attached to the mapping catheter. There was no change in blood pressure or other vitals. It was surmised that the knot of the mapping catheter pinched a thin layer of tissue, removing it during retraction and causing damage to the innerheart. The mapping catheter was subsequently replaced. Angiography showed no signs of perforation. The case was completed with cryo. The patient was subsequently hospitalized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: image files and the 990063-020 mapping catheter with lot number 228826709 was returned and analyzed. Two image files were returned. The first image showed a mapping catheter with a deformed loop. The second image showed ribbed and bulged pebax tubing at the loop base and near electrode number eight. Visual inspection of the loop segment area showed that it was kinked and ribbed near the electrode number eight. Visual inspection of the pebax segment area showed the tubing was bulged approximately three inches from the loop distal tip. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the shaft segment area showed it was intact with no apparent issues, kinks, or any other damage. Visual inspection of the introducer showed it was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. Functional testing revealed the continuity and impedance measurement between electrodes and the other side of the cable was an open circuit from electrocardiogram (ECG) electrode number one to pin number one. The rest of the channels were normal. Dissection of the electrode related to the noise revealed the electrode wire was broken from the welding at electrode number one. In conclusion, the clinical issues of tissue damage and bleeding occurred during the procedure and the reported issue of a tip/loop knot was not confirmed through testing; however, the mapping catheter failed the returned product inspection due to a kink observed at the tip/loop of the pebax tubing, a broken electrode wire observed at the weld, and ribbed material and a bulge observed on the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that per pathology, there was bleeding. There was no decrease in blood pressure and no further complications following the procedure. It was surmised that there was no perforation, but a "bite" of the thin skin.